Manufacturer narrative:
Review of returned device notes a fracture surface that is mostly granular, which is consistent with a fast-fracture caused by an overload. All measurable dimensions of the device were found to be within specification. This report is number 2 of 2 follow-up mdrs filed for the same event (reference 1825034-2012-00996-1).

Event description:
It was reported patient underwent a compress/distal resection left femur arthroplasty on (B)(6), 2012. During the procedure, the surgeon was trying to compress the anchor plug when the finn nut fractured off the end of the plug causing the transverse pins and plug to be removed. To complete the procedure, the surgeon had to redo the triple reamers and prepare for a new plug. There was a delay of 45 minutes to one hour.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00996 / 00997).